Manufacturer narrative:
Product event summary : the device was returned and analyzed; analysis revealed capacitor shorting/low-resistance.

Event description:
The device was returned to the manufacturer after being explanted, and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.